Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified a loose connection inside the power plug. Repaired connection. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 7600 system would power off and have to be restarted. There was no report of pt injury.